Event description:
Caller states, the patient received 15-20 units of humalog at 6:00pm. At 7:20pm, customer tested 63mg/dl on the aviva system and was having convulsions. Customer was given glucose paste and the paramedics were called. The paramedics arrived at 7:30pm and tested customer at 60mg/dl on their device while the aviva system tested customer at 149mg/dl. Customer was given a glucose IV and transported to the hospital. At the hospital, customer also received an IV and soda. Customer tested at 188mg/dl on the aviva system at 8:00pm while the hospital device produced a result of 48mg/dl. Requested return of suspect system and replacement was sent.